Event description:
Information was received indicating that this syringe infusion pump exhibited a motor rate error. No adverse patient effects were reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump found the pump's right plunger case was cracked. Review of the device data log noted a motor rate error. Functional tests included flow testing. Flow testing verified the motor rate error. The motor assembly was replaced to resolve the motor rate error. The pump case was also replaced and the pump passed functional and delivery testing. Based on the evidence, the complaint was confirmed. The root cause was likely due to normal wear.